Event description:
A malfunction alarm was reported characterized by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance for resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to report any future malfunctions.